Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. The caller was advised on using multi-dose insulin as a backup therapy to ensure continuous insulin delivery. They were informed of the steps to take upon receiving the replacement pump and were instructed to return the problematic pump within 10 days using a pre-paid label. The caller acknowledged and understood the instructions provided.